Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an electrical continuity failure due to water invasion of scope and the error code e315(unsupported scope) was displayed on the screen. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection. This section explains the equipment to be prepared before using this product and how to inspect it. 3.1 preparation and inspection flow. This section explains the work flow described in this chapter. Before use, be sure to carry out the preparation and inspection shown below. In addition, for related equipment used in combination with this product, inspect them according to their "digitized attached documents" and "instruction manuals". If you suspect any abnormality during inspection, take action according to "chapter 5 if an abnormality occurs". In addition, if it is clear that the product is broken, do not use the product, but send it for repair according to "5.4 when sending the endoscope for repair". Warning. Using an endoscope suspected to be abnormal may not only cause it to function normally but may also damage the equipment or injure the patient or surgeon." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an error code e315 (no image, un-restorable). There were no reports of patient involvement.